Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the iliac artery. An 8.0mmx60mmx135cm sterling¿ balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).